Manufacturer narrative:
The device evaluation is underway. Results will be reported when the evaluation is completed.

Event description:
Overinfusing by a small amount. No other information concerning the incident is known at this time.